Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was showing a bogus (invalid) de-assigned cubie entry for the item. The technical support specialist identified that the system was searching for the item in cubie 02-16 during an override attempt. The tss successfully opened and released cubie 02-11 through the tester app, and the staff reinserted it correctly. The tss advised contacting turenne pharmacy to remove the bogus cubie entry in 02-16 so the item can be properly issued from 02-11. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, system was showing a bogus (invalid) de assigned cubie entry for the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.